Manufacturer narrative:
Updated block: g5 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor display to boot up to an all white screen. It was determined that a cable connector on the back of the liquid crystal display board was damaged causing a poor connection. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the that the ccm was showing a white screen. He replaced the ccm, and the unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) screen display was all white when powered on. There was no patient involvement.